Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, during a replacement procedure on (B)(6), 2010 when the physician attempted to remove the placed device resistance was met. The physician continued removing the device and noted that half of the internal bolster detached and fell inside the patient's stomach. It was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The condition of the patient was reported to be good.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, during a replacement procedure on (B)(6), 2010 when the physician attempted to remove the placed device resistance was met. The physician continued removing the device and noted that half of the internal bolster detached and fell inside the patient's stomach. It was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The condition of the patient was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed both ports to be closed. The c-clamp was closed. The external bolster was located at approximately the 3.5 cm mark and was without issue. A section of the internal bolster with the obturator pocket was found to be separated from the device. The remaining portion of the internal bolster was still attached to the distal end of the tubing. The internal bolster appears to have been properly molded to the tubing and presented tearing o the inner diameter of the bolster. The bolster presented evidence of failure from tensile force. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment during removal most likely occurs because excess force is applied to the device during removal causing the bolster to detach. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 14055134 and revealed no related issues to this complaint.